Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on cgm, cause of high bg due to improperly inserting infusion set. High bg was addressed with a correction bolus via the pump.